Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was fully released at a depth of 3-4 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). It was noted that the expansion of the valve was somewhat "stretched", and following full release, slight movement towards the aorta was observed. Some resistance was felt when removing the nose cone, so it was confirmed that the nose cone was in a tension-free state. Subsequently, it was attempted remove the nose cone, but at that moment, the valve dislodged into the aorta. Subsequently, a pre-implant balloon aortic valvuloplasty was performed with a 22 mm balloon, the valve was snared into place, and a second valve was implanted successfully.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(4), ubd: 12-feb-2028, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.